Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported issue. During servicing, fse confirmed the error when observing the z-axis cup transfer error. Fse resolved the complaint by replacing the z-axis cup pick up motor. Quality controls were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-sept-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4151] c.trans-z home detect error: cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the 4151 c-trans z-home detect error was due to z-axis motor failure.

Event description:
A customer reported 4151 c trans-z home detect error messages with the aia-900 instrument. The customer rebooted the instrument but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lhii), estradio (e2), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the cup pick up motor was returned for evaluation. Visual inspection was performed on the part by observing for smooth shaft movement and found two positions with tight movement. The reported event was duplicated. The part failed. H6 evaluation codes: method: 4190-historical data analysis; 10-testing of actual/suspected device, results: 180-mechanical problem identified, conclusion code: 4307-cause traced to component failure. The most probable cause of the reported event was due to failure of the z-axis cup pick up.